Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the connectivity check showed good on all 16 contacts. However, all of the electrodes 8-15 were out of range. The channel was switched to confirm the impedances and they continued to be bad, yet connectivity remained good. Due to the perfect location of the leads, the decision was made to utilize the one good lead and leave the other implanted. It was unknown what led to the issue.